Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported dyspnea, renal failure, cerebrovascular accident, hemorrhage, mr, and cardiac tamponade. Dyspnea, renal failure, cerebrovascular accident, hemorrhage, mr, and cardiac tamponade are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant estimated. Literature: article titled "impact of residual mitral regurgitation after transcatheter edge-to-edge repair in atrial functional mitral regurgitation: results from mitra-pro registry".

Event description:
It was reported through a research article that between august 2016 through april 2020, 846 patients underwent a mitraclip procedure to treat mitral regurgitation (mr). The mitraclip may have caused or contributed to stroke, pericardial tamponade, renal failure, bleeding, recurrent mr, shortness of breath, hospitalization, and medical intervention. Additional information is listed in the attached article, titled ¿impact of residual mitral regurgitation after transcatheter edge-to-edge repair in atrial functional mitral regurgitation: results from mitra-pro registry.¿